Manufacturer narrative:
Device not returned.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer reported using fiasp insulin. Tandem technical support informed customer that fiasp is off label per the user guide. Customer changed pump supplies to address the issue and resumed insulin delivery. Customer's blood glucose was 200-250 mg/dl.